Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump displayed "program default" when it was turned on. It was reported that the patient was able to switch to a backup pump and no adverse patient effects were reported. It was reported that the medication was administered every seventy-two (72) hours a subcutaneous route.